Manufacturer narrative:
(B) (4).

Event description:
It was reported that there were volume discrepancies greater than or equal to 25% at three separate refills. On (B) (6) 2009, the expected reservoir volume was 12.5ml, the actual residual volume was 11ml (27.2 % variance). At the next refill on (B) (6) 2009, the expected reservoir volume was 7.5ml, the actual residual volume was 4.8ml (25% variance). At the following refill on (B) (6) 2009, the expected reservoir volume was 12.6ml, the actual residual volume was 10ml (48.1% variance). No pt symptoms or treatment was reported. It was noted at the next refill on (B) (6) 2009, the refill variance was within normal limits at 15%.